Event description:
The suspect device result was 218 mg/dl. The user was feeling bad and called the ER. Emts arrived and checked their glucose and the level was 46 mg/dl. User was treated with an IV. Level 1 control was in range. The device was replaced and requested to be returned for evaluation.